Event description:
It was reported via literature that the study subjects experienced embolism, restenosis, and patency loss, requiring target lesion revascularization (tlr) and amputations in some cases. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "endovascular therapy with jetstream atherectomy debulking device for calcified femoropopliteal artery (joker registry): early results from a retrospective multicenter registry." The study referenced was a multicenter retrospective study which evaluated 245 patients and 314 limbs that underwent endovascular therapy (evt) using jetstream between november 2022 and august 2024. The primary efficacy endpoints were 1-year primary patency and clinically driven target limb revascularization (cd-tlr). Safety outcomes included non-recovered flow deterioration and major amputation. At one year, primary patency and freedom from cd-tlr were 83.8% and 90.3%, respectively. Non-recovered flow deterioration occurred in six cases, and major amputation was required in four limbs within one year. Multivariate analysis identified restenosis lesions, occlusive lesions, small vessel diameter, small maximum jetstream size, and intra-procedural flow deterioration as independent predictors of loss of patency. It was also reported that distal embolization occurred, and bailout procedures were performed in 10 cases.

Manufacturer narrative:
B3: date of event estimated to be the first date of the date range included in this study. H6: patient codes- corrected reduced blood flow to obstruction/occlusion detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to obtain additional information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported via literature that the study subjects experienced embolism, restenosis, and patency loss, requiring target lesion revascularization (tlr) and amputations in some cases. The following information was obtained at the japan endovascular treatment conference (jet) 2026. The presentation title was "endovascular therapy with jetstream atherectomy debulking device for calcified femoropopliteal artery (joker registry): early results from a retrospective multicenter registry." The study referenced was a multicenter retrospective study which evaluated 245 patients and 314 limbs that underwent endovascular therapy (evt) using jetstream between november 2022 and august 2024. The primary efficacy endpoints were 1-year primary patency and clinically driven target limb revascularization (cd-tlr). Safety outcomes included non-recovered flow deterioration and major amputation. At one year, primary patency and freedom from cd-tlr were 83.8% and 90.3%, respectively. Non-recovered flow deterioration occurred in six cases, and major amputation was required in four limbs within one year. Multivariate analysis identified restenosis lesions, occlusive lesions, small vessel diameter, small maximum jetstream size, and intra-procedural flow deterioration as independent predictors of loss of patency. It was also reported that distal embolization occurred, and bailout procedures were performed in 10 cases.

Manufacturer narrative:
B3: date of event estimated to be the first date of the date range included in this study. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to obtain additional information. We are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.